Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: a suture piece of product code sxpp1a405, lot pe5013 was received for analysis. During visual inspection of the sample, body fluids, a knot and the ends of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can't be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2019 and barbed suture was used. The suture broke during use. Changed another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.